Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button keypad was not responding of insulin pump. The customer's blood glucose value was 150 mg/dl at the time of incident. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.